Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. The pump reportedly suspended without a reason. The patient reportedly noticed this issue due to not receiving any insulin. The patient denied suspending the pump in the main menu. The issue reportedly occurred twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was exercised for 24 hours without self-suspending. During testing, the pump was suspended; the pump gave the appropriate audio and visual suspend alert. No damage ws found to the keypad. All buttons responded to button presses appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).